Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 40-180 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer had the activity feature on during the night while the customer was sleeping and sleep mode on during the day. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.